Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 53 mg/dl at the time of the event. The customer stated that she has not been eating as much, which may have caused the event. The customer last changed her infusion set on the day prior to the event. The customer stated that she may not have been disconnected during priming, which may have resulted in insulin being delivered into her body. The customer stated that she is familiar with how to prime, but she sometimes forgets. It was arranged for the customer to receive add'l training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.